Event description:
It was reported that the ventilators display was very dim. There was no patient involvement. The customer was advised by technical support to replace the user interface (ui) assembly and was provided with part number.

Manufacturer narrative:
The customer was advised by technical support to replace the user interface (ui) assembly and was provided with the part number. The ui assembly aligns with the recommended repair of the reported malfunction per the service manual. The materials have already been requested and ordered. Due to the repair parts being on back order with no estimated time of availability the repair of the unit cannot be completed at this time. When the parts become available the repairs will be completed. If new information is received the record will be reopened, and an investigation will be performed.